Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hypoglycemia. The patient's blood glucose (bg) levels dropped to 18 mg/dl while wearing the pod between 36 and 48 hours. Patient reportedly lost consciousness due to low bg levels and was in a car accident; he was transported to the hospital by paramedics. In the ER, the patient was treated with intravenous fluids, food and orange juice; an electrocardiogram was also performed and bg levels were monitored. The pod was removed and discarded in the ER and patient was released after a couple of hours. Patient was also taking amoxicillin for a toothache at the time of this ER visit. The patient's blood glucose history is as follows: bg(mg/dl), 18 (upon arrival at ER), 33 (prior to release from ER), "above 200". The customer stated that his blood glucose level was 18 mg/dl when he arrived in the emergency room, and then it came up to 33 mg/dl. Prior to being released from the emergency room, his blood glucose levels were above 200 mg/dl, as he had been drinking orange juice and had eaten food.